Event description:
It was reported that "it was unable to pace at all after the catheter was inserted to the patient. The catheter was replaced and the problem was solved." There were no patient complications reported.

Manufacturer narrative:
One bipolar pacing catheter with attached monoject 1.3 cc limited volume syringe was returned for evaluation. Continuity testing confirmed a full open condition of the proximal circuit in the y-adaptor. No open or short condition was observed in the leadwires between just distal of the y-adaptor and the electrodes. No visible damage to the catheter body, balloon, balloon windings, or returned syringe was observed. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. Balloon inflation test was performed using returned syringe with 1.3 cc air by holding the balloon under water. Visual examinations were performed under microscope at 20x magnification and with the unaided eyes. A device history record review was completed and documented that the device met all specifications upon distribution. Customer report of pacing issue was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions.